Event description:
The following has been reported: air alarm customer reporting infusion pump randomly displays "air alarm" when there is no air in the IV tubing. Please investigate and repair this defective agilia IV pump. Customer reported it is unknown if there were any adverse events. Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed for both reported devices. Multiple air alarms were found which confirms the reported event. "The two reported devices were received in lake zurich and their investigation was performed by our local technical team. According to repairs information, for sn (B)(6) air test failed and new calibration could not be performed therefore the air sensor was replaced and sent to brézins for further analysis, sensor from device sn (B)(6) was investigated in brézins and the reported event was reproduced. During cross tests, a deterioration in the sensor's output signal was detected likely due to a degradation of the ceramic bonding of the sensor. An internal CAPA is addressing this issue." This complaint is considered as valid the trend is abnormal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action reporting as a conservative measure. No adverse effects were reported.